Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was observed to be damaged at 121,345 joules of use. It is not known how the case was completed. The patient outcome was reported as "no damages to patient." No additional information was provided. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's glass caps was found to be detached; the fiber broken proximal to the glue zone. The metal cap showed signs of char and burning. The glass cap was not returned. There was no indication or report of any part of the device remaining inside the patient. This issue could result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.